Event description:
The customer advised the yellow ring for the tube separated from the cap and became stuck in their siemens atellica with aptio chemistry automation system. The customer reported at least 2 tubes had the rings separated from their caps which created problems on their chemistry automation system. The siemens atellica with aptio features a tube decapper which the customer advised removes the tube caps and then discards the caps within the decapper module. The customer advised the separated rings were noted after the sampling section of the analyzer at which point they are taken by the automation track belts. The customer advised they validated the tubes on the system over a year ago and had not experienced this concern before, however started using more of the tubes in the past month. Follow up with siemens was advised to the customer for any potential adjustment recommendations to the decapper module. The customer advised they also experienced underfilled tubes which filled halfway to the fill mark. The customer advised the 1st tube in the series will underfill, however when a 2nd green cap item tube is drawn, the 2nd tube in the series will fill to the mark.

Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. No pictures were provided. We have no further complaints for the material/batch. We forwarded the complaint to our affiliated location in brazil from which we receive this product. According to their investigation and comments, a review of the production documentation did not reveal any deviations related to the reported errors. Retain samples were visually inspected, and no deviations were noted. Additionally, draw volume was checked. All results for the tested samples met specification. The cause of the event cannot be determined.